Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an issue with the transmitter communicating. Blood glucose value was 58 mg/dl at the time of the incident. The customer also reported that they experienced low blood glucose around 40 mg/dl. Troubleshooting was performed but did not resolve the issue. The device will not be returned for analysis.